Event description:
It was reported that the product packaging would not open correctly. No adverse consequences were reported.

Manufacturer narrative:
There were two packages associated with this complaint. The product was not returned for evaluation. It was not possible to determine the root cause for the issue.